Event description:
The 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The hospital biomedical technician verified the malfunction and replaced the bdu cpu board. The unit passed extended self testing.